Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication from a bd microlance¿ hypodermic needle leaked after disconnecting from the bottle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: "DHR/bhr review". "Our production and inspection records and have established that all production and quality processes were carried out normally. Needles were packed in machine nº2104 (january 15-18th, 2017) during which 70 visual inspections were carried out with zero defects noted. Assembled needles come from two assembled batches: -#6356039: (january 15-21st, 2017) during which 275 visual inspections were carried out with zero defects noted. -#6312354: (november 12-20th, 2016) during which 254 visual inspections were carried out with zero defects noted. Epoxy batches: i663014926, i663155224, i663427683 and i663297758. Cannula batches: #6355280, #6328033, #6305060, #6249141 and #6210475. Research has not found any issue or abrnormality in injected hub bacthes #6356195, #6320140 and #6312324 (press mold 3570, from november 2016 to january 2017)." Confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. Customer complaint is related to clogged needle and confirmed upon exanimated returned sample. Investigation conclusion: root cause. We would like to inform you that bd has investigated this type of issue in detail, performing different analysis of material characterization like ftir and conducting simulated studies of the event through multiple types of container and needles. The analysis of returned clogged cannula reveals a conical in shape, soft transparent material with a flat surface. Ftir spectral analysis identifies the material clogging the needle as polyethylene (pe). It has been observed that these types of particle are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. According to the above conclusions, we have to consider that bd microlance¿ needles are designed and manufactured according iso 7864 and whose primary use is intended to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Dedicated devices are available from the supplier of the rigid plastic containers. Bd recommends contacting the manufacturer of the container for a detailed list of these accessories."